Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. No conductor wire damage was observed. The probable root cause of the customer-reported complaint could not be determined based on the information provided and failure analysis results. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, force bipolar instrument conductor wire was damaged. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the broken cable was silver in color. There was no thermal damage and there was no arcing observed during the procedure. There was no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographic information was not provided.

Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.